Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The contact reported that the suspected cause of the impacted bg was due to the customer constantly sneaking food. Reportedly, the customer delivered a correction bolus to stabilize high bg level.